Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the tubing was misaligned on the pressure plate. This product problem was observed immediately after the package was opened it. The patient refrained from using the product due to concerns of under delivery of medication.

Manufacturer narrative:
Eleven cadd cassette reservoirs - flow stop were returned for analysis. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. The cassettes were in good condition with a tube not manufactured by smiths medical of tijuana. Accuracy testing was performed using a cadd legacy plus model, the accuracy test was passed successfully. A review of the manufacturing process was conducted in order to verify that there are no situations or practices that could create the event as described. The cassette bonding operation in the cassette line was reviewed; no discrepancies were found. The bag loading operation in the cassette line was review; no discrepancies were found. No cause of issue was determined since the complaint was not confirmed due the fact that no issues were found with the product.